Event description:
It was reported that the device had a failure during preventive maintenance and check clutch/plunger during occlusion test. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Device had failed during preventive maintenance. Physical condition of device found right plunger case is cracked, non-OEM battery, and bottom case is cracked where the l-bracket attaches. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. There were no entries in history; as it has been cleared. Unable to duplicate alarm but found the leadscrew, right and left clutch halves, and spring to be worn, and replaced these parts. Pump passed all functional and delivery tests.